Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Corrective and preventative action was initiated to address the issue.

Event description:
Report received from (B)(6) states: "impossible to cut, not action. No patient impact." Additional information was requested yet not received.